Event description:
Patient reported left side rupture diagnosed by ultrasound. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, red particles in the surface of the shell and underweight. A microscopic analysis was performed which identify a broken striated in the anterior side and opening striated in the same place. Based on the device analysis the final assessment is: a striated broken in the anterior side assessed as surgical damage. A striated opening in the anterior side assessed as surgical damage.

Event description:
Left side device explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture diagnosed by ultrasound. Device remains implanted.